Event description:
Clinic notes for replacement referral were received indicating the battery had reached an end-of-service indicator. Diagnostics provided were within in normal limits. Generator replacement surgery occurred. The explanted device was discarded by the explant facility.

Event description:
It was reported that a vns patient¿s battery shows 25% battery left. The physician suspected that the battery may be depleting prematurely. The downloaded data from the generator was reviewed. The percentage consumed on (B)(6) 2016 was 18.00% with a voltage measurement of 2.888 volts, indicating the battery was depleting faster than expected for the calculated charge consumed. The voltage began rapidly decreasing after (B)(6) 2016 with a percentage consumed value of 7.648%, and a measured voltage of 2.906 volts. Impedance measurements were within normal limits throughout the history. Additional relevant information has not been received to-date.

Manufacturer narrative:
It was inadvertently not provided on the initial report that the review of the manufacturing records showed the device passed all specifications prior to release.

Event description:
Review of the manufacturing records showed the device passed all specifications prior to release.